Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm. Symptoms reported include itching, redness, rash, and purulent discharge. The patient was prescribed flixonase aqueous nasal spray and antibiotics for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.